Event description:
The patient received the scs system on (B)(6) 2011 for a vagal nerve (off-label) stimulation to relieve her from seizures. It was reported that the patient through that she was having more seizures since the scs system was implanted. The physician advised the patient to leave the system off for a few months to check for any changes on seizures. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.